Event description:
Possible intermittent undersensing, pre-arrhythmia detection during true ventricular arrhythmia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).